Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Upn search corrected: from unk376 - rotablator plus - cmc - (B)(4) (intervent cardio) - 30000 to h749236310030 - rotablator rotalink plus 1.50mm - 23631-003. Upn corrected from unk376 to h749236310030. (B)(4).

Event description:
It was further reported that a 1.50mm rotalink plus was used for treatment. There was sufficient flush when the device was tested. The procedure was completed with the same burr.

Event description:
Same case as MDR ID: 2134265-2015-03173. It was reported that a rotawire was burned. The stenosed target lesion was located in the severely calcified coronary artery. A rotalink plus and 330cm rotawire¿ were selected for use. During preparation, the rotation speed was set @ 180,000rpm and it was then noted that part of the rotawire¿ which was about 5cm away from the tip of the burr burned. The physician assumed that the wire might have come into contact with the burr. The burr was unable to be advanced further from the burnt part due to resistance. The rotawire was not detached so it was removed and exchanged to another of the same device and the procedure was completed. No patient complications were reported and the patient's condition was good.